Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.